Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0209744035, implanted: (B)(6) 2015, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported via a manufacturing representative that there was pain at the stimulator level due to the stimulator. No diagnostics/troubleshooting performed. The event was ongoing but explantation of the system was planned for (B)(6) 2017. No further complications were reported/anticipated. The event was assessed as not serious, not related to the procedure, and related to the stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.